Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 228 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.